Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) recommended further testing. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.